Manufacturer narrative:
No report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
During a planned maintenance, the hospital noted the interlock system was not functioning. There was no report of patient involvement.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. Inspection of the unit revealed the interlock rod missing. The MDR was filed following a retrospective review related to a (B)(4) response.